Event description:
This event is part of the (B)(6) clinical study. Ivl was successfully used to treat the lesion at the time of the index procedure. The patient was presented with left leg claudication approximately 8 months post procedure. No device malfunction has been reported. The claudication was resolved on the same day with surgery for target vessel restenosis. The site has determined a possible relationship to the study device and probable to the procedure.

Manufacturer narrative:
The likely cause for the reported claudication could not be determined as the device was not available for investigation. Therefore, a physical inspection of the device was not possible. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.